Event description:
A malfunction was reported on the pump occurring on july 17, 2025. There was no adverse impact to the customer¿s blood glucose level as the child's mother took them off the pump. Technical support assisted with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise in the future.